Event description:
It was reported that patient underwent anastomosis between saphenous vein and aorta on (B)(6) 2014 and suture was used. As the procedure was being completed, the anastomosis broke and the procedure was re-started. The patient experienced blood loss and transfusion was required. The procedure was completed with a like device. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The samples were visually and functionally tested for strength and the samples met the requirements